Event description:
It was reported that there was a high out of range pace impedance measurement, that was greater than 3000 ohms. The patient has not had a fall or other patient trauma to the area. Isometrics and pocket manipulations were performed with this right ventricular (rv) lead and noise was observed. The patient is not dependent. The physician was going to take an x-ray and follow the patient through remote monitoring. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.